Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a systemic patient infection. It was also reported that the patient's right leg was amputated at the same procedure. There was no report of adverse patient effects due to the explant procedure.